Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): product performance data collected from the device was analyzed. Analysis showed high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance logged prior to explant. Analysis of the device found battery - high impedance; the incorrect recommended replacement time (rrt) battery voltage measurements are the result of high internal battery resistance.

Event description:
It was reported that the patient was in the physicians office for not feeling well. The patients device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4): product performance data collected from the device was analyzed. Analysis showed high battery impedance, leading to elective replacement indicator (eri). Eri due to high battery impedance logged prior to explant.

Event description:
It was reported that the patient was in the physicians office for not feeling well. The patient's device reached elective replacement indicator (eri). Premature battery depletion was suspected and a review of the save to disk confirmed the eri was due to battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.